Event description:
It was reported while using bd insyte autoguard shielded IV catheter the needle would not retract properly. There was no report of patient impact. The following information was provided by the initial reporter, translated from portuguese to english: the reason for my contact today is due to several complaints regarding the peripheral catheter, 22g 0.9 x 25mm, with safety device (ref. 38182314). Complaints from several patients due to discomfort at the time of the puncture, as if the arm is tearing, while the nursing team reports that it locks before returning.

Manufacturer narrative:
B.3. Date of event is unknown; awareness date has been used for this field. H.3. A device evaluation and/or device history review is anticipated but is not complete. Upon completion, a supplemental report will be filed.

Manufacturer narrative:
H6: investigation summary a device history record review was completed for provided material number 38182314 and lot number 2273958. The review did not reveal any detected abnormalities during the production process that could have contributed to the reported defect and all quality tests were found to be within specification. As neither picture samples showing the reported defect nor physical samples were available for return, a thorough sample analysis could not be completed. Based on the investigation results, an exact cause could not be determined for this incident.

Event description:
It was reported while using bd insyte autoguard shielded IV catheter the needle would not retract properly. There was no report of patient impact. The following information was provided by the initial reporter, translated from portuguese to english: the reason for my contact today is due to several complaints regarding the peripheral catheter, 22g 0.9 x 25mm, with safety device (ref. 38182314). Complaints from several patients due to discomfort at the time of the puncture, as if the arm is tearing, while the nursing team reports that it locks before returning.